Event description:
It was reported that the ilet displayed ¿alert 41 ¿ absolute range error¿ after a restart, and the user was guided through troubleshooting, placed on backup therapy, and a replacement ilet was arranged. Symptoms included no reported change in blood glucose. Outcomes included temporary interruption of device use and transition to backup therapy with no reported clinical sequelae. Investigation included review of device history, verification of device identifiers, assessment of shipping and return logistics, and request for return of the original device for analysis. Investigation of this case revealed the error persisted post-restart, consistent with a device hardware or measurement range malfunction. It was concluded that the event was related to device performance and the device was replaced to restore therapy continuity.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.